Manufacturer narrative:
No blank display with beeping or red notification during testing. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, dat and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to download to the carelink software due to critical pump error (open book image) alarm. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 22-jul-2025, 19-jul-2025 and 20-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found moisture damage on the j2 and j7/pcba 1, battery tube, vibrator and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on 07/22/2025 at 14:49:02.000 due to moisture damage on the force sensor. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Customer alleged for blank display with beeping and red notification not confirmed. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Unable to download to the carelink software due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received pump error alarm. The customer reported blood glucose value of 568 mg/dl, event customer experienced symptoms of diabetic ketoacidosis treated with hospitalization and overnight stay. The hyperglycemic event was treated with insulin drip and manual injections. The event involved product(s) mmt-7040a, mmt-1884, unomedical, mmt-332a. Troubleshooting was performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error and identified the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery.) And blank display while exposure to water pump stopped working. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-7040a, mmt-1884, unomedical, mmt-332a products were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No blank display with beeping or red notification during testing. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, dat and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to download to the carelink software due to critical pump error (open book image) alarm. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 22-jul-2025, 19-jul-2025 and 20-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found moisture damage on the j2 and j7/pcba 1, battery tube, vibrator and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on 07/22/2025 at 14:49:02.000 due to moisture damage on the force sensor. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Customer alleged for blank display with beeping and red notification not confirmed. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Unable to download to the carelink software due to critical pump error (open book image) alarm. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.